Event description:
It was reported by service report that the zoom on this intouch bed will not stay engaged. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Zoom control board.